Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high thresholds under the implant attempt. The lead was not implanted and was removed. No patient complications have been reported as a result of this event.